Manufacturer narrative:
Device evaluation: the device will not be returned for evaluation. The customer did not provide the lot number of the device. Therefore, the device history record and complaint data base could not be reviewed. The customer was contacted on may 12 and 17 for additional information with no response. The customer did not indicate if this was the initial use of the device. A follow-up report will be submitted if more information becomes available. Evaluation conclusions: a follow up report will be submitted if more information becomes available.

Event description:
The customer reported that when they close the roller clamp, fluid continues to leak. No harm or injury was reported.